Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unable to verify motor position encoder alarm in the alarm history due to history file overwritten with pump history crc failed alarms. Pump history crc failed alarms due to a corrupted history file.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 211 mg/dl at the time of incident and also had the value of 159mg/dl. Insulin pump had a motor position encoder error alarm. Drive support cap was normal. The insulin pump will be returned for analysis.